Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported, approximately one month post implant, that they had fluttering in their heart, with palpitations/skeletal muscle pathology and sensations that are not pleasant and they stated that, "signal wasn't getting to the bottom of my heart." The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.